Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette had been primed by the pharmacist, and the nurse had primed it again using the pump. An air-in-line error had continued to appear. The pump had been primed two more times, but the same error had persisted. The patient had gone to the emergency room, where the remainder of the infusion had been administered without issue using the same pump. No injury or medical intervention had been required for the patient. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.